Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient¿s leads and ipg were explanted because the patient was not getting pain relief. The physician stated nothing about contacts falling off out of the epidural space but reported that everything was removed. No device malfunction suspected on the ipg. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing frequent ipg charging. Imaging showed that the surgical lead had multiple shambles or broken and the contacts have fallen off of the coveredge paddle. The patient will undergo a revision procedure.

Manufacturer narrative:
Concomitant medical products: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32,50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing frequent ipg charging. Imaging showed that the surgical lead had multiple shambles or broken and the contacts have fallen off of the coverage paddle. The patient will undergo a revision procedure.